Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 519588 lv lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented with a complaint of chest pain. It was noted that the right atrial (ra) lead exhibited oversensing. No intervention was done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.